Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance. The physician reopened the pocket and noted that the lead was not fully inserted in the device header. The physician had difficulty inserting the lead into the header and elected to program the pulse generator to unipolar pacing and bipolar sensing.